Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, multi-organ failure, infection, and patient death could not be conclusively determined through this investigation. The patient did not have right heart failure prior to lvad implant. The device operated as expected, and the events were not device related. No product will be returning for evaluation. The submitted log files captured the device operating as expected. No atypical events were captured. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07sep2022. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death, infection, and various forms of organ failure (including right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had dyspnea and abdominal pain. They complained of light-headedness. The patient has developed worsening right ventricular failure and was placed on protek right ventricular assist device (rvad) with an oxygentator on (B)(6) 2022. The patient's fick calculated cardiac output was 2.2 lpm. The flow rate as calculated by the left ventricular assist device (lvad) was over 5.0 lpm. There were no alarms. A review of the log files showed no unusual events. The patient received vasopressin, bumex (bumetanide), and dobutamine drip while maintaining adequate flow from both devices. The patient continued to have ascites and worsening organ failure. They developed a low-grade fever on (B)(6) 2022. The infectious disease department was consulted. They suspected ventilator-associated pneumonia. Respiratory cultures were taken and were found to be pseudomonas & klebsiella positive. As treatment didn't resolve the patient's infection, the family elected to proceed to palliative measures. Support was withdrawn on (B)(6) 2022. The patient passed away on (B)(6) 2022. The death was not considered device-related.